Event description:
The customer reported the device was displaying error code 10003 again. Error code 10003 is accompanied by the message/instruction system failure cycle power and operation is halted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was displaying error code 10003 again. Error code 10003 is accompanied by the message/instruction system failure cycle power and operation is halted. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.